Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred with multiple cartridges during the load process. Additionally, it was reported the customer loaded a new cartridge with insulin and received a notification to load a new cartridge onto the pump as there were 0 units of insulin in the cartridge. Blood glucose level was 160mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.